Event description:
It was reported that the day after implant this left ventricular (lv) lead exhibited loss of capture and was found to be dislodged. The lead was subsequently repositioned and remains in service. No additional adverse patient effects were reported.